Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 108 mg/dl. During troubleshooting customer reported that there was greater than normal resistance with plunger push. Customer was advised that no delivery was caused by set / reservoir occlusion. Customer was also advised to replace reservoir and infusion tube. Customer was able to resolve issue with a reservoir change.